Event description:
The customer reported that the device did not seal. They also noted that it stuck. Blood loss was described as greater than 500cc. Additional questions in regard to the incident have also been asked but the site has yet to respond.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow- up report will be submitted.